Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with blood glucose (bg) of 535 mg/dl. Customer was treated with intravenous insulin and fluids. Customer left the ER with bg of 220 mg/dl and re-connected to the pump for insulin therapy. The customer went back to the ER on (B)(6) 2017 and was admitted to the hospital with bg of 538 mg/dl. Customer was treated with insulin and bg lowered. Reportedly, the customer could not walk for the past 2 weeks and the contact was unsure why the customer could not walk. Contact believed that the pump was not delivering insulin. On (B)(6) 2017, a tandem clinical diabetes specialist (cds) reported that the customer was using t:lock cartridges with non-compatible infusion sets. Cds reported on (B)(6) 2017 that the customer had gone into cardiac arrest while in the hospital. Per healthcare provider opinion, cardiac arrest was due to elevated bg. Customer was transferred from the hospital (B)(6) 2017 to a nursing home. Review of pump data showed incomplete bolus alert on (B)(6) 2017 and empty cartridge alarm (B)(6) 2017.